Event description:
Discrepant results when compared to a lab. The reported device result was 5.6 inr. The corresponding lab result reporetd was 3.8 inr. The pt was given vitamin k and her coumadin was held.